Manufacturer narrative:
Device received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test or verify lost sensor alarm due to blank display. Device received with broken battery tube threads, cracked reservoir tube lip, cracked case display window corner, broken belt clip slot, stripped battery cap(p) coin slot and loose drive support disk. The p-cap locks into the reservoir compartment properly noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump drive support cap was loose. Customer stated insulin pump had several sensor signal not found alerts. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.